Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a patient who was implanted with mesa implants approximately 7 years ago has been experiencing "terrible pain". No additional information is available at this time.

Event description:
It was reported that a patient who was implanted with mesa implants approximately 7 years ago has been experiencing "terrible pain". No additional information is available at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device associated with this record was not returned. Device history records and complaint history records could not be reviewed as a valid lot number or catalog number was not provided and could not be obtained. It was reported that 7 years after surgery involving mesa implants, the patient reported pain that necessitates removal of the implants. The devices are still implanted. The patient reported that "after passing new x-ray examinations, including functional tests of the sacral spine, flexion extension, leaning to the right to the left, the doctor came to the conclusion that most likely the problem is that I have a strong instability of l5 , the design up to and including l4." The surgeon recommended removing the construct and redoing with a different construct. No further information has been available. There is no allegation of a stryker device failure that contributed to the patient's pain with the information provided. The mesa device IFU and surgical technique were reviewed: "potential adverse events associated with spinal fusion procedures include, but are not limited to pseudoarthrosis; loosening, bending, cracking or fracture of components, or loss of fixation in the bone with possible neurologic damage, usually attributable to pseudoarthrosis, insufficient bone stock, excessive activity or lifting, or one or more of the factors listed in contraindications, or warnings and precautions; adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing". "Potential risks identified with the use of this device system which may require additional surgery include device component failure, loss of fixation, non-union, fracture of the vertebra, and neurological, vascular or visceral injury. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture". With the information provided, a definite cause cannot be determined and it is unknown if a mesa device failure occurred that caused or contributed to the patient's pain.